Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified left anterior descending artery. A 3.0 cm balance middleweight (bmw) hydro 014 guide wire was used and there was no resistance during advancement. Unspecified stents were implanted via radial access. A non-abbott guide wire was then inserted in the circumflex artery while the bmw guide wire was still inserted in the left anterior descending artery. Unspecified stents were implanted in the circumflex artery via radial access. However, the bmw guide wire met resistance with the non-abbott guide wire during removal. It was noted that the coils of the bmw guide wire were unravelling. The tip of the bmw guide wire then separated inside the anatomy. Fragments of the guide wire were removed during removal of the device; however, some fragments remained in the right subclavian artery. Therefore, a snare device was used to retrieve the fragments but a remaining single strand was unable to be removed. A surgeon was consulted to determine if further treatment was needed, but since the patient was in stable condition, no further treatment was performed. The fragment was left in the anatomy. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: however, this was not successful. Subsequently, the pilot 50 wire was removed from the body. Attempts to withdraw the bmw wire resulted in unraveling of the wire with the wire subsequently fracturing. There was a hair-like filament that was noted extending from the area of the patients proximal lad stent, extending all the way to the patients right brachial artery. Of note, the bmw wire was never removed from its position in the lad with all stenting and balloon angioplasty performed over the same wire with no loss of position. It is therefore suspected that the bmw wire was defective with one of the coils having been stripped from the wire. Subsequent to this, multiple attempts were made to retrieve the wire, and I was able to use a 10 mm snare to drop the wire from the right brachial artery, however upon pulling on the distal end of the wire, the remaining excellent fractured again with one small piece removed from out of the body and the remainder of the filament remaining in place, extending from the patients lad stent into the right brachial artery. Another attempt was made to remove the filamentous segment using the snare and holding it in place inside the retrieval sheath using a 2.5 x 30 mm balloon that was inflated inside the catheter. However, this again led to the filament fracturing within the right brachial artery with the small piece removed and the larger pieced remaining in the patients left anterior descending coronary stent. After multiple attempts to retrieve the remaining filament, the decision was made to abort any further attempts. Unable to wire the proximal first obtuse marginal branch at this time. Further attempts were aborted secondary to stripping of the bmw wire that was placed in the proximal lad following stenting, presumably from a defective bmw wire. Attempts to retrieve the filamentous portion of the bmw wire that remained connected to the proximal lad stent were ultimately unsuccessful due to the fact of the wire break into 2 pieces without the entire wire being able to be retrieved. Subsequent to the initial report, additional information was received. A 3.0 x 190 cm ht pilot 50 guide wire was used to treat the obtuse marginal branch. However, the guide wire failed to cross the lesion due to the anatomy. No other device crossed the obtuse marginal branch. It is not recalled whether the bmw guide wire became entangled with the pilot guide wire when both devices were being removed from the anatomy. No additional information was provided.

Event description:
A user facility medwatch form was received containing additional information: the patient underwent successful ptca stenting of the distal left circumflex coronary using a 4.0 x 18 mm xience drug-eluting stent deployed at 12 atmospheres and post-dilated using a 4.0 x 12 mm nc trek balloon at a maximum of 12 atmospheres. This resulted in reduction from 95 percent to less than 10 percent residual stenosis, timi 3 flow and no complications. Subsequent to this, the pilot 50 wire was pulled back in the left circumflex coronary with attempted wiring of the first obtuse marginal branch.